Event description:
A plate, implanted in 2000 broke post operative and was removed. Pt experienced a comminuted fracture of the distal right fibula with lateral subluxation of talus and widening of medial ankle mortise and fracture through posterior malleolus of the tibia. Pt went to non-union and in 2001 underwent surgery for repair of non-union with re-use of the subject plate along with freeze-dried allograft. Plate was noted as broken 2001 and was removed in 2001 during revision surgery.